Event description:
It was reported that the indirect decompression system implant patient experienced implant migration. The patient underwent a revision procedure where the spacer implanted at l4-5 of the lumbar vertebra was explanted as the physician wanted to ensure it didn't fracture the spinous process. The patient was doing well post operatively. The explanted device was disposed of at the hospital and was not returned to bsc.